Event description:
The facility reported a burning smell coming from system before the case. The first pt was prepped, but the other two pts were not. There was no pt injury. Three cases were cancelled.

Manufacturer narrative:
A company service rep checked the system, replaced the host power pcb and the pneumatic connector. Investigation, including root cause analysis is in progress.